Event description:
Reported issue: the device was found to be misaligned during use.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73j2100447 investigation did not show issues related to the complaint.

Event description:
Reported issue: the device was found to be misaligned during use.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that a staple was stuck in the device. The stapler was returned with 28 staples remaining in the cover block indicating at least 7 staples were fired by the customer. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple did not fire properly. This was repeated two times with the same result. After the first three staples were fired, it was observed that the staples became misaligned in the cover block. Three more staples were fired and the staples did not form or release properly. It appeared that the misalignment of the staples prevented the stapler from firing properly. On the next attempt, the staple fired properly. This was repeated two times with the same result. The remaining staples were successfully fired into a simulated skin pad. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. Per DHR the product visistat 35w 6/box lot # 73j2100447 was manufactured on 09/14/2021 a total of (B)(4) pieces. Lot was released on 09/27/2021. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. The reported complaint of "failure to function - other" was confirmed based upon the sample received. Visual examination revealed that a staple was stuck in the device. Upon functional inspection, the stapler could not consistently fire staples properly. After the first three staples were fired, it was observed that the staples became misaligned in the cover block. The sample was disassembled, and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. A DHR review was performed with no evidence to suggest a manufacturing related cause. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.